Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a motor error alarm. The caller also reported a hospitalization event for diabetic ketoacidosis on (B)(6) 2017. The caller's blood glucose was high at the time of admission. The caller reported insulin pump was not working properly, leading to the hospitalization. The customer was treated with antibiotics, fluids and insulin. The customer was disconnected from the insulin pump for greater than 48 hours before the hospitalization. Ti was reported the customer had diabetic ketoacidosis, heart attack, the flu and pneumonia. Troubleshooting was not performed on the insulin pump. The insulin pump will not be returned for analysis.